Manufacturer narrative:
Allergan has received the product however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number, patient's data or diagnostic testing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported: lap-band tube to be returned. Follow-up findings: fractured tube on port side. Replacement device noted as an apii, taper ii access port kit.